Manufacturer narrative:
The case states that a medivators sales account manager was informed that 2 confirmed adult patients were infected with (B)(6) at this facility. Based on observations, it appeared that the appropriate infection control procedures and manual cleaning processes were being followed prior to reprocessing the endoscopes in the aer. The facility uses the dsd edge and rapicide pa to reprocess their endoscopes. The equipment functioned without failure and were operating according to specification. It was reported that the patients are now doing fine. There have been no other reported cases of illness or injury. There are limited information/details related to this complaint in relation to the specifics of these patients endoscopy procedures. This complaint will continue to be maintained and monitored within medivators complaint system. Device not returned.

Event description:
The case states that there were two adult patients with confirmed (B)(6) infection. This facility uses medivators dsd edge and rapicide pa chemistry to reprocess their endoscopes and their processes are in accordance with the IFU. It was reported that the aer and chemistry operated according to specification and without failure.